Event description:
It was reported that intermittent occlusion alarms occurred. Additionally, it was reported that intermittent cartridge alarms occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use the pump for insulin delivery and has manual insulin therapy as backup.